Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.

Event description:
It was reported that this was an arteriotomy closure of the left and right common femoral arteries (lcfa and rcfa) using the pre-close technique via a sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Two access sites were used in the lcfa and one access site was used in the rcfa. Reportedly, when the prongs [needles] were pulled up there were no sutures attached [suture retrieval issue]. This occurred with two prostyle devices in the lcfa and one prostyle device in the rcfa. The sheath was upsized to a 11f sheath and the evar procedure was completed. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.